Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. Customer reported no image with the 190 and 180 scopes. Tac checked the cables between the cv-190 and the clv-190 and confirmed everything was connected, yet no image but color bars on the device. Additionally, tac instructed the customer to disconnect the maj-1933 in the back and reconnect again, and there was an image with 180 and 190 scope series but got e316 error. Tac made sure all devices are connected properly and got an image with no error code. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that, the evis exera iii video system center does not display an image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a wrong connection. The root cause of why the device was connected incorrectly could not be identified. The following verbiage is identified within the instruction manual, which may help prevent the phenomenon, "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result". Olympus will continue to monitor field performance for this device.